Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted on (B)(6) 2013 with plate and screws. Hardware was removed on (B)(4) 2014, patient was healed with fusion occurring. Devices were explanted because one screw tip was in contact with tooth root during genioplasty. Screw had been inserted too deep during implantation and caused irritation to the jaw. This is 1 of 1 report for complaint (B)(4).